Manufacturer narrative:
Summary of evaluation: a visual inspection of the device indicated that it was mfg according to an earlier revision. Corrective action has since been implemented to improve the durability and reliability of the jaws.

Event description:
The crimp tool will not completely crimp the sleeve. This event was noticed at the sales agency. There was no pt involvement; therefore, no adverse consequence for any pt.